Manufacturer narrative:
The device history record was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packing, manufacturing or qc inspection processes. All necessary inspections were performed showing quality acceptance throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot, in regards to the problem described. The sample was returned, the device was visually inspected. It was noted that the stylet notch, which should have been molded into the hub and not visible, was exposed. The sample notch was also exposed confirming the complaint. It was noted that it was possible to move the stylet back and forth within the hub. There was also a space, behind and around the stylet, void of material. This allows the stylet to move freely back and forth. Functional testing using a magnum driver was performed, and because of the exposed notch, the amount of tissue sample could not be collected totally. At this time, it is unk if the voids are the actual root cause or a contributing factor to these events; therefore, the root cause remains unk.

Event description:
It was reported that there is a 2mm spacing between the needle cannula and the needle core, so it could not cut and remove the histology sample of the kidney. No pt injury reported.